Manufacturer narrative:
This lead has not yet been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was fractured at the clavicle region and loss of capture (loc) was observed. A lead revision was performed where this lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.